Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the trabecular stent implantation procedure, the stent was jammed and could neither be advanced nor retracted within the eye. The procedure was completed with a new product. No patient harm was reported. Additional information was requested.